Event description:
Customer reported secondary fluid (methylene blue) back flowed into the primary. No pt harm reported. No additional info was available.

Manufacturer narrative:
(B)(4). Product evaluated and customer's experience of secondary fluid back flowed into the primary was confirmed through functional testing. The sample was sent to the check valve supplier and testing results identified a clear particle located between the housing seal area and the diaphragm, preventing the silicone diaphragm from fully seating. The particle was identified as pvc. The source of this material was not determined. The cause of the customer's experience was due to a check valve failure. The root cause of the failure could not be determined. Based on the smartsite laser number, the manufacturing database was reviewed; no quality issues were noted during production build period of this model for the failure mode reported.